Event description:
Plaintiff alleges that he has developed a life threatening immediate hypersensitivity to latex and that he suffered severe pain and suffering and will continue to do so in the future. Plaintiff also alleges incurring expenses for med care and treatment which will continue into the future, and will suffer wage loss and loss of earning capacity. Plaintiff further alleges restrictions in his life as to where he can go and what he can do, and has suffered and will in the future suffer mental strain, emotional stress and the loss of enjoyment of life.